Manufacturer narrative:
(B)(4). The device passed the returned instrument test (rite) electrical test but failed the rite functional test due to an unrelated alarm. The reported increased intraperitoneal volume (iipv) was confirmed in the device logs as a drain volume of 4231 ml but was not duplicated during evaluation. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to iipv. The cause was determined to be: insufficient drain-false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (75%). The label review found the labeling adequate for the use error in this complaint. A review of the previous service record revealed the device passed all required tests and calibrations and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During troubleshooting of a negative ultrafiltration alarm in drain 4 of 4 on the homechoice the home patient (hp) repositioned and drained 4231ml. This drain volume meets baxter's increased intra-peritoneal volume (iipv) criteria. The hp did not report any overfill symptoms. A swap of the device was initiated. Product surveillance contacted the peritoneal dialysis rn on (B)(6) 2010 and informed her of the iipv. The nurse reported this patient was new to the cycler and was having slight draining issues, not related to the cycler at this time. The rn stated all their patient's minimum drain volume percentages setting are set at 75%. There was no patient injury or medical intervention associated with this event and the rn reported the patient is doing fine and continues to use the cycler with no reported problems.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.